Event description:
It was reported that: pt had gamma nail implanted in (B) (6) 2009. On (B) (6) 2010, the surgeon removed the nail due to breakage at the lag screw nail junction and replaced it with a new 11x400x125 nail and a 115mm lag screw."

Manufacturer narrative:
Patient retained the device. No evaluation will be performed. If the device or additional information becomes available, it will be submitted on a supplemental report.